Event description:
Caller reported a cartridge alarm occurred during insulin delivery. The customer's blood glucose level displayed "high" but a specific value was not reported. To address the high blood glucose level, the customer administered a manual injection. The customer reverted to an alternative method of insulin therapy.